Event description:
Continuous alarm.

Event description:
Continuous alarm. Device history record was reviewed, no event linked to the reported issue was observed. Device log review found several alarms but not linked to the reported issue. The device was received at infusystem and its investigation was performed by their technical team. Pump was received with no power as the user let the device battery deliberately go down as it could not be manually turned off. The device was fully charged in order to be investigated. It was found to be out of configuration and out of calibration which could have led to the reported event. Nota : the device was due for maintenance. Once the battery replaced, configuration and calibration performed, the device worked as expected and the reported event could not be reproduced. No adverse event or interruption of therapy has been reported.